Event description:
While using the device during a laparoscopic cholecystectomy, the doctor found that the 5mm curved monopolar disposable scissors were not cutting. These were removed from the sterile field and replaced with new scissors. The faulty scissors were given to the materials coordinator along with the packaging. The doctor confirms there was no harm to the patient.